Event description:
Caller reported that the insulin gauge displayed an amount different than expected earlier in the day, with a discrepancy of more than 30 units compared to the expected fill estimate. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and was instructed by technical support to call back for further troubleshooting if an active fill estimate issue occurs.